Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-aug-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg4+ cartridge lot m24065.

Event description:
On 23-jun-2024, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant pco2 result on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method: date: tested: po2 mmhg pco2 mmhg sample : I-stat , (B)(6) 2024, 17:39, 272, 49.7 , arterial. I-stat, (B)(6) 2024, 17:47 , 186, 85.9, arterial. I-stat, (B)(6) 2024, 20:37, 298, 59.4, arterial. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.